Event description:
It was reported the patient (B)(4) experienced overstimulation along the lead. The sensation was described as pulsating and was said to occur between the paddle portion of the lead and the ipg. In addition, it was reported the patient experienced positional stimulation as well as ineffective therapy coverage. Efforts to address the latter issues via reprogramming were unsuccessful. During the surgical procedure to address a separate ipg issue (reference MFR report # 1627487-2013-00764) it was noted the patient's lead was tangled and at a very tight angle at the anchor site. Exertion was required by the physician to untangle the lead; however, the force resulted in the device snapping. As such, the lead was explanted and replaced. Following its extracting, a number of cuts were reportedly noted along the lead; however, it is unknown if this damage occurred as a result of the physician's actions during the procedure or if it was there prior. Follow up on the matter found that since undergoing surgical intervention, the patient has not experienced overstimulation. She reportedly has improved therapy coverage and is experiencing expected positional changes in stimulation when sitting to lying down.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.